Event description:
A healthcare facility in france reported via a fisher and paykel healthcare (f&p) field representative that the power out alarm of the pt101 airvo 2 humidifier (airvo 2) sounded for less than 120 seconds. This was reported subsequent to a field safety notice informing users of a change to the disinfection kit user manual of the airvo 2 to include a regular test of the power out alarm, to be carried out in between each patient use. The healthcare facility reported that the patient desaturated during a power outage at the healthcare facility. The patient's therapy was replaced with a high-consumption mask. It was further reported by the healthcare facility that the patient was receiving palliative care and was not being monitored. The healthcare facility confirmed there were no further patient consequences. F&p have requested for further information from the healthcare facility, including more details on patient consequences, the sequence of events and for the return of the subject device. F&p will provide a follow up report upon completion of f&p's investigation.

Manufacturer narrative:
(B)(6). D4, g4: pt101ew is similar to a product (pt101us) which is sold in the USA. The 510(k) for the similar product is k131895. D4: complete device identification information has been requested from the healthcare facility. Fisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p have requested for further information from the healthcare facility, including more details on patient consequences, the sequence of events and for the return of the subject device. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 is not intended for life support, and appropriate patient monitoring must be used at all times.